Event description:
This is report 2 of 5 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, when the battery devices were inserted into one of the handpiece devices, it was observed that the handpiece devices appeared to be ¿fusing¿ the battery devices. According to the reporter, the ¿theatre staff¿ could not recall if the issue was related to the battery oscillator device or the battery reamer/drill device. The reporter indicated that three battery devices were inserted into the device. However, all three battery devices did not work when inside the handpiece device. There was a fifteen minute delay to the planned surgical procedure. It was reported that spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit was not functioning and was defective. It was observed that under the thrust, washer residual liquid was visible between the motor and the control unit. It was further determined that the control unit damaged the battery devices by causing a short circuit. Therefore, the reported condition was confirmed. The root cause of the failure could not be fully determined. However, the most probable root cause of the failure was due to improper/incorrect cleaning process as per the instruction for use, which is user error/misuse/abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.